Event description:
It was reported a patient experienced peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The cause of the peritonitis was unknown. Treatment and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. (B)(6). Should additional relevant information become available, a follow up medwatch will be submitted.